Event description:
It was reported ", the catheter inserted into the patient successfully. After 1 day, the pump repeatedly alarm helium leakage. After the catheter was removed, it was found that the central lumen was bent". Additional information states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. Returned with the sample was supplied 40cc inflation driveline tubing; some spots of dried blood were noted within the interior surfaces of the inflation driveline tubing. Upon return, the one-way valve was noted tethered to the short driveline tubing. The iabc bladder was fully unwrapped. The iabc central lumen was noted bent at approximately 5.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0066in and was within specification of process docu-ment. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a cut consistent with contact from a sharp object was noted on the iabc bladder at approximately 13.3cm to 13.5cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.2cm from the iabc dis-tal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifica-tions prior to release. The reported complaint that the "pump repeatedly alarm helium leakage" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which resulted in the helium loss alarm and allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported ", the catheter inserted into the patient successfully. After 1 day, the pump repeatedly alarm helium leakage. After the catheter was removed, it was found that the central lumen was bent". Additional information states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".